Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was unsure whether the auto mode was active or not during high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 306 mg/dl at the time of incident and the current blood glucose level was 110 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as unable to stand, incoherent and vomiting. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.